Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit a burn on the camera cover. There was no patient involvement and no harm reproted as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the burnt camera cover could not be determined, however, the issue was possibly the result of use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.